Event description:
A volume discrepancy was reported. The actual residual volume was greater than the expected residual volume, avr 20ml and erv 2ml. The pump was used to deliver baclofen. Additional information later reported, the patient¿s neurologist told the patient, he was having withdrawal symptoms but the pain management clinic reported, the patient didn¿t seem like it. It was noted, the patient was being managed by two different clinics and the patient arrived for a refill on (B)(6) 2013 with what was believed to be an empty pump. The neurologist had been increasing the dose without telling the pain management clinic who performed the refills. A dye study was scheduled for (B)(6) 2013. It was later reported, the patient had withdrawal symptoms that began on (B)(6) 2013. When the nurse started to do the refill procedure, she aspirated a full 20ml from the pump. The hcp refilled the pump with new drug the day of the report and they were certain they were in the reservoir fill port. It was also noted that the patient said they were getting relief and that there had never been a refill post implant. The pump logs were normal and reflected dose increases on (B)(6) 2013, (B)(6) 2013, and (B)(6) 2013. Additional information later reported, the hcp attempted a dye study on the patient (B)(6) 2013 and was unable to aspirate the catheter. The patient was on plavix, so his catheter revision would be scheduled for 7-10 days from today. The pump was placed on minimum rate and his baclofen concentration was 500 mcg/ml. The patient was feeling okay considering the situation. It was initially thought that he was experiencing slight withdrawal symptoms. They were not sure if that was the case because, it was unknown whether he had gotten any of the baclofen since the initial implant. The discrepancy was discovered during the patient's first pump refill. The patient¿s catheter was revised on (B)(6) 2013. During the surgery, when the surgeon opened the pump pocket, he noticed the catheter was kinked in a couple of places. Once he was able to free the catheter from all of the scar tissue, csf (cerebrospinal fluid) still was not flowing freely through the catheter. He then went to the spinal incision where he found another catheter kink. Once he straightened this kink, csf began to flow. He replaced the pump segment of catheter due to the fact that it had a distorted shape from being kinked. Following surgery, the patient was receiving baclofen at a dose of 50 mcg/day via the pump.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).